Event description:
It was reported that pump was continuously beeping; cb overdue.

Manufacturer narrative:
Other, other text: additional information was received confirming there was no patient involvement, issue was found during preventive maintenance testing. (Updated h6: event problem patient code), corrected data: updated d1 and d4, model number

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Found fluid ingression on the downstream occlusion sensor causing continuously beeping. Clock battery was higher than 1500hrs. Replaced defective downstream occlusion sensor and the clock battery. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.,